Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Jabbed upper gum [gingival injury]; metal piece came out of brush head and it jabbed me in the gums - oral-b power brushhead [injury associated with device]; metal piece or pin came out of brush head, brush head then fell apart - oral-b power brushhead [device breakage]. Case description: a (B)(6) female consumer reported via phone on 06-mar-2017 that she bought a brand new oral-b rechargeable toothbrush pro 500 and new oral-b power oral care refills precision clean, and a metal piece or pin came out of the top of the brush head and jabbed her in the gums while brushing for the fifth time with the new brush head on an unspecified date. The brush head then fell apart and dropped into the sink. She retrieved the metal piece out of her mouth with her fingers, and the rest of the brush head went down the sink drain. The consumer reported the incident did not really hurt her, it just startled her. She had been using oral-b for years and this had never happened before. She reported the kind she uses is precision clean brush heads with green bristles in the middle. The consumer explained that her friend brought her a type with white bristles in the middle to replace the precision clean she had used, but she could not use this type because of splints on her teeth. The case outcome was recovered.